Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she went to the hospital to change her infusion set and her blood glucose was high. Customer's blood glucose was 484 mg/dl. Customer was not wearing the insulin pump at time of the 911 call. Customer reported there was a crack on the device so the customer kept it off. Customer reported an o-ring was broken and was advised to contact the doctor. Customer was unable to get a hold of the doctor so she went to the hospital. Customer will not be returning the device for analysis.